Manufacturer narrative:
The reported events of back-up operation was confirmed. As received, a device was returned for analysis. Final analysis found the device went into backup mode due to exposure to extreme temperatures.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was discovered to be in backup mode prior to implant procedure. The device could not be reprogrammed. There was no patient involvement as the device was not implanted in the patient.